Event description:
It was reported that a door closed on the pump and as a result the touch screen became shattered and unreadable. Customer¿s blood glucose was between 60 and 110 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.